Manufacturer narrative:
Additional information: g3, h3, h6: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event. As stated per the univers revers¿ augmented modular glenoid system surgical technique lt1-000169-en-us: the patient¿s joint must be anatomically and structurally suited to receive the selected implant(s), and a functional deltoid muscle is necessary to use the device. Conditions that tend to limit the patient¿s ability or willingness to restrict activities or follow directions during the healing period. The use of this device may not be suitable for patients with insufficient or immature bone. The physician should carefully assess bone quality before performing orthopedic surgery. The use of this medical device and the placement of hardware or implants must not bridge, disturb or disrupt the growth plate.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/24/2025, a sales representative reported via email that an ar-9580-2420 24mm baseplate, 20° full augment, and an ar-9582-30 modular post became loose after 1.5 years post-implantation. There were no signs of infection, and the surgeon confirmed no history of trauma or fall. The issue was identified on (B)(6) 2025. Additional information has been requested on 07/31/2025.